Event description:
Additional information received: the family and medical team made decision to withdraw care due to the irreversible anoxic brain damage.

Manufacturer narrative:
Additional information was received therefore b5 was updated.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp was placed to support the 49 year old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock, in scai stage e shock. The patient was on ECMO and was vented for respiratory support. Prior to the support the patient was known to have a cardiac arrest, but any other historic comorbidities are unknown. The support was ongoing but due to severe hypotension they infused cyanokit. The patient was also on dobutamine, vasopressin, amiodarone, and lidocaine. The blood pressure was noted to be 78/64. After 3 days of support care was withdrawn and the patient expired. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition as presented in scai stage e.

Manufacturer narrative:
Investigation summary: hypotension/ppae: the cause of the injury was not determined due to insufficient clinical details.